Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00698 and # 9616099-2014-00699.

Manufacturer narrative:
As reported, the patient was enrolled in a clinical study(B)(4) for sfa and the case number is (B)(4). The patient has two (2 each) stents implanted during the study index procedure: a smart control 7 x 100, and a smart 120/150 cm. Smart 7x 150 stent. The target lesion was the left superficial femoral artery (lsfa). The lesion was a 100% stenosis. Restenosis was found in the placed stent-date unknown and the rate of stenosis was unknown. Approximately six months after the study index procedure, the restenosis was treated by percutaneous transluminal angioplasty (pta). The patient was reported to have recovered the day after the procedure. The two (2) stents were implanted in overlapping fashion. The restenosis involved both stents. The exact date of implantation was unknown. The patient¿s medical history was unknown. The patient¿s medical regimen post-index procedure was unknown dual antiplatelet therapy. The patient was compliant with the medical regimen. No additional information is available. The devices remain implanted in the patient and are not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15646846 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Lesion factors, a 100% stenosis may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00698 and # 9616099-2014-00699.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6) pms for sfa and the case number is (B)(6). The patient has two (2 each) stents implanted during the study index procedure: a smart control 7 x 100, and a smart 120/150 cm. Smart 7x 150 stent. The target lesion was the left superficial femoral artery (lsfa). The lesion was a 100% stenosis. Restenosis was found in the placed stent-date unknown and the rate of stenosis was unknown. Approximately six months after the study index procedure, the restenosis was treated by percutaneous transluminal angioplasty (pta). The patient was reported to have recovered the day after the procedure. The two (2) stents were implanted in overlapping fashion. The restenosis involved both stents. The exact date of implantation was unknown. The patient¿s medical history was unknown. The patient¿s medical regimen post-index procedure was unknown dual antiplatelet therapy. The patient was compliant with the medical regimen. No additional information is available.